Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Customer stated they have jaw discomfort and teeth sensitivity due to the aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.